Event description:
A (B)(6) y/o was diagnosed with nocturnal enuresis and were advised to use an enuresis alarm. The dr did not recommend any particular brand but we used malem and the results hae been unsatisfactory and dangerous. The alarm suffers from an electrical defect. My son connected the alarm in my presence and went to sleep only to be awoken 20 mins later by an overheating device. Fortunately he was barely sleeping when the incident occurred and he woke up fast to the alarm. He pulled the alarm quickly and called me. I felt the hot device in my hands and the only option was to quickly remove the batteries to cook it down. Retried with different batteries, but the same thing happens over and over. For fear of skin burns, I have discontinued use. Can't use another device just for safety reasons. FDA safety report ID# (B)(4).